Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The lead was explanted and replaced. Patient was stable.